Event description:
Boston scientific received information that clinician was inquiring to how much av searh hysteresis affects longevity. The caller states one year ago the device showed 3.5 years remaining with a magnet rate of 100. Today, device is showing 0.5 years with a magnet rate of 100. Programming changes were made and now the longevity shows 1 year remaining. Technical services discussed changes in device current and how this can affect longevity. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service to this date. Should additional information become available, this report will be udpated.

Manufacturer narrative:
Additional information was received from the field confirming this was a normal device replacement procedure and that there were no allegations or concerns regarding the longevity of the device from the physician. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
--

Manufacturer narrative:
Seventeen months later, the device was returned with no further allegations. Explant details were not provided. During initial testing, the device passed labeled longevity. The device is still pending detailed analysis. Upon completion from analysis, this report will be updated.